Manufacturer narrative:
This issue was resolved by the customer and no on-site evaluation was performed by the manufacturer. The customer replaced the back-up battery to correct the reported condition. The customer reported that the device is back in service. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator will not operate on backup battery power. No patient involvement.